Event description:
During service by baxter on (B)(6) 2010, a colleague triple channel infusion pump was found to contain a malfunction of a channel select key on channel a is inoperative. This event occurred during product evaluation. This is involving a pump with software version 5.03.00 which is categorized as unremediated. There is no additional information available.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The customer denied an estimate for the device. The device will be returned to the customer repaired.

Event description:
It was initially reported that "during a thrombectomy the switch jammed. When the clinician placed the catheter and flipped the toggle switch to manipulate the tip of the catheter, it jammed and would not uncoil. The device had to be extracted. Fluoro was performed and a bovine patch was used to repair the vessel. Additional surgery and monitoring was required¿. The following information was obtained from the operative report during follow-up with the surgeon's office: " pre-op diagnosis: peripheral vascular disease with ischemic left leg and thrombosed fem and left fem-pop bypass graft. Procedure: thrombectomy. The anterior wall of the graft was opened and the new thrombus was removed with a fogarty balloon. The physician performed thrombectomy distally and was able to obtain minimal back bleeding then opened up the profunda by removing thrombus and obtained excellent backbleeding through the profunda. A 4 and 5-fogarty catheter were passed but all the thrombus could not be removed. The physician placed an adherent clot catheter, but this catheter apparently bent or had some malfunction where the device would not return to a standard flat position and was stuck, therefore, the physician elected to open up the right groin through oblique incision. The common femoral and fem-fem graft as well as profunda femoris artery were dissected out. The malfunction of the adherent clot catheter was in the profunda which could not be removed, it was about 1.5cm. Approximately 2.5cm of the profunda was dissected out and the adherent clot catheter was transected. The catheter was manually removed; this left a hole in the profunda femoris, therefore an arteriotomy was extended across the fem-fem graft into the superficial femoral artery. Arteriotomy was performed on the anterior wall of profunda since there was already a tear from the catheter. The anastomotic area was patched with a bovine pericardial patch. Once the clamps were released, there was excellent flow through the profunda system and superficial femoral artery. The patient tolerated the procedure well. She had biphasic signals in both feet, was extubated in the or and transferred to recovery in stable condition.